Event description:
It was reported that the patient has vocal cord paralysis. The patient is able to speak, but not able to yell. The paralysis was noted to have occurred following the initial implant.